Event description:
After receiving mentor silicone implants, I developed autoimmune disease. There is no such disease in my family. No other triggers. The disease is debilitating. FDA safety report ID# (B)(4).